Manufacturer narrative:
Model number/ catalog number: sc-4316, batch/ lot number: 24474883, model/ catalog description: clik anchor. Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 7072376, model/ catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients leads were exposed due to improper wound healing. The patient underwent a lead explant procedure and was doing well postoperatively.